Event description:
It was reported the inner sheath has a broken ceramic head. The issue occurred during reprocessing before a therapeutic electrodessication procedure that was completed by use of a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the damage pattern, it is likely that the damage was thermally and mechanically induced. It was not possible to say whether there was prior damage or wear to the insulating insert, or whether the damage was triggered during the last preparation of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.